Event description:
During a thyroidectomy procedure, the device alarmed during the procedure. There was an error code 5. Heard a solid tone. Changed to another device to finish the procedure. There was no reported pt consequence.